Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, there was a collision with the instruments that created tiny little shavings that are in the patient. The customer could not see the shavings on the vision cart touchscreen, but the surgeon could see the shavings through the console. At the time of the report, the case was still ongoing, but they planned to retrieve shavings in the same procedure via irrigation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales rep (csr), who was present for the procedure, clarified that the resident and surgeon were manipulating the instruments in a way that the shafts would rub against each other frequently. This caused for there to be some "tiny flakes" that fell off into the patient's abdomen. The csr said one could not really see the flakes on the screen. The csr left the case after the issue occurred, but reported that the customer was informed that they could suction irrigate the area to retrieve the fragments. The csr noted that the surgeon later said they were able to irrigate and extract the materials.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history shows that there are no other complaints for this product. Refer to the report with patient identifier (B)(6) for the other instrument involved in this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument information provided by the customer (471205-17/n10210726) to be associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 at a different hospital a review of the tableau report shows that 471205 17/ n10210726-0080 was the actual instrument used in the procedure. Product information will be confirmed upon the return of the instrument. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted procedure, the instruments collided and shavings from the instruments fell inside the patient. The fragments were removed by irrigation and suction during the same procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.